Manufacturer narrative:
An abbott bare metal wire was placed in the lad. Attempts made to cross to the lad into the occluded diagonal stent were made without success; subsequent attempts with a whisper wire were also unsuccessful. The event was reported to be unrelated to the procedure, the cypher device and the study drug. The patient had recurrent ischemic symptoms lasting 10 minutes or more and recurrent ischemic pain x 20 minutes, unrelieved by ntg. The event was reported to be severe. Managed medically only and resolved without sequelae. There was no evidence for stent thrombosis. The patient had no angina during the 6 months follow up. Concomitant medical products: 2.5 x 28mm promus and a 2.25 x 12mm promus stent. Amlodipine 10mg, clonidine 0.6mg (stopped (B)(6) 2010), aspirin 81mg, simvastatin 20mg, enalapril 40mg, nitroglycerin 0.4mg (started (B)(6) 2010), atrovent 4-8 puffs (started (B)(6) 2010), isosorbide 60mg (started (B)(6) 2010), carvedilol 6.25mg (started (B)(6) 2010) and hydrochlorothiazide 12.5mg, (started (B)(6)2010). The product remains implanted and is therefore not available for evaluation. Additional information will be submitted within 30 days from receipt.

Event description:
The information received from (B)(4) study indicated that the patient was admitted with a 70% stenosis in the proximal left anterior descending (lad) artery. The lesion was type c and a restenosis of a non-cordis stent. The lesion was not pre-dilated. A 2.75 x 33 mm cypher stent was implanted at 20 atm. The stent was not post-dilated. The residual stenosis was 0%. A side-branch occlusion occurred during the procedure. The patient had stable angina during the 30 days follow up. Twenty six days later, the patient had unstable angina. The patient also had chronic shortness of breath and the patient had recently been diagnosed with copd and is a smoker. An ECG and angiogram were performed. The patient had a 60-65% stenosis in the proximal lad involving the edge of the previously placed stent. A revascularization of the target lesion was performed with a 3.5 x 15mm xience stent and was successful. The event resolved without sequelae. The physician indicated that he suspects the patient had a myocardial infarction (mi) a few days earlier, as his 1st diagonal stent was occluded. The 1st diagonal was not treated as it was completely occluded, as he could not access the lesion.

Event description:
Additional information was received that indicated on (B)(6) 2011 the patient had st elevation myocardial infarction. The event was treated with ptca. The event resolved without sequelae. The event was a restenosis-not in index procedure stent. The restenosis was treated with balloon angioplasty only. The revascularization was not related to the device, the index procedure or the study drug. The patient had recurrent ischemic symptoms lasting 10 minutes or more and recurrent ischemic pain x 20 minutes, unrelieved by nitroglycerin. There was new st elevation, depression or bbb and the mi required revascularization.

Manufacturer narrative:
The complaint received states that during the index procedure this (B)(4) study patient had coronary artery occlusion, approximately six weeks post procedure had coronary artery restenosis and a non-q wave mi, then approximately one year post index procedure experienced unstable angina, coronary artery restenosis, q-wave mi and in-stent thrombosis. At index procedure, the (B)(6) patient was admitted with a 70% restenosis of a non-cordis stent in the proximal left anterior descending (lad) artery. Additional medical history included hypertension, hyperlipidemia, previous pci with placement of non cordis promus stents in the lad and 1st diagonal, history of cva/stroke, myocardial infarction, pvd/claudication, diabetes mellitus (type ii), current smoker , and family history of coronary artery disease. The lesion length was visually estimated at 43mm with a reference diameter of 2.75mm. The lesion was type c and a restenosis of a non-cordis stent. The lesion was not pre-dilated. A 2.75 x 33 mm cypher stent was implanted at 20 atms. The stent was not post-dilated. The residual stenosis was 0% with no dissection or thrombus. It was indicated that there were no device performance issues. A side-branch occlusion occurred during the procedure. The patient had stable angina during the 30 days follow up. Approximately 46 days post index procedure, the patient had unstable angina. The patient also had chronic shortness of breath and the patient had recently been diagnosed with copd (this event of copd was captured as a non-complaint) and is a smoker. An ECG and angiogram were performed. Additionally it was reported that the patient had a non-q wave myocardial infarction (mi). It was reported that the mi was related to the totally occluded 1st diagonal lesion. The physician indicated that he suspects the patient had an mi a few days earlier, as his 1st diagonal non cordis stent was occluded. The patient also had a 60-65% restenosis in the proximal lad involving the edge of the previously placed cordis index stent. A revascularization of the target lesion was performed with a 3.5 x 15mm xience stent. An abbott bare metal stent was also placed in the lad. Attempts to cross through the lad stent into the occluded diagonal branch stent were made without success; and the diagonal occlusion was left untreated. After revascularization of the lad restenosis, the event resolved without sequelae. Additional information was received indicating that approximately one year after the index procedure there was a q-wave mi. Approximately one year post index procedure, the patient had recurrent ischemic symptoms lasting more than 20 minutes, unrelieved by nitroglycerin. There was new st elevation, depression or bbb and the mi. It was reported as a restenosis not in the cypher stent; however, it is unknown if the stenosis was within 5mm from the cypher. Possible in-stent thrombosis was indicated. Angioplasty was performed and the event resolved without sequelae. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The IFU states that placement of a stent has the potential to compromise side branch patency. This is an inherent risk of the procedure. The cypher stent was implanted at 20 atms which is greater than the rated burst pressure, which the instructions for use warns should not be exceeded. It also outlines to fully cover the entire lesion, allowing for adequate stent coverage into healthy tissue proximal and distal to the lesion. Usage other than the approved labeling may involve risks not described in the labeling. Pci of lesions located next to a coronary bifurcation are at risk to cause a side branch occlusion. Common techniques to prevent occlusions during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. As reported by the physician, it is suspected that the patient had a myocardial infarction (mi) a few days earlier due to occlusion of the 1st diagonal non cordis stent. Based on the information available there are identified vessel/lesion characteristics and location, procedural factors, along with patient medical history that appear to have contributed to this event. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Very late thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The patient was maintained on an asa and plavix regimen. With review of the available information and the device history record review, there is no indication that the events are related to any device design or manufacturing issues. Therefore, no corrective actions will be taken at this time. Review of the information provided suggests that there are multiple patient and lesion characteristics as well as procedural factors that may have contributed to the reported events.

Manufacturer narrative:
Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Information was received via the (B)(4) study that when after placing a 2.75x33mm cypher rx stent in the proximal left anterior descending (lad) artery to treat an in-stent restenosis of a noncordis stent there was a side branch occlusion. It was indicated that the patient was discharged the following day with no adverse events and no documented elevation of cardiac biomarkers. Forty-six days after the index procedure, there was a proximal lad stenosis. The restenosis was treated via successful revascularization with a noncordis des. Additionally, it was reported that the patient had a myocardial infarction. It was reported that the mi was related to the totally occluded 1st diagonal lesion. The physician indicated that he suspects the patient had a myocardial infarction (mi) a few days earlier, as his 1st diagonal noncordis stent was occluded. After revascularization of the lad restenosis, the event resolved without sequelae. At index procedure, the (B)(6) patient was admitted with a 70% stenosis in the proximal left anterior descending (lad) artery. Additional medical history included hypertension, hyperlipidemia, previous pci with placement of noncordis promus stents in the lad and 1st diagonal, history of cva/stroke, myocardial infarction, pvd/claudication, diabetes mellitus (type ii), current smoker , and family history of coronary artery disease. The lesion length was visually estimated at 43mm with a reference diameter of 2.75mm. The lesion was type c and a restenosis of a non-cordis stent. The lesion was not pre-dilated. A 2.75 x 33 mm cypher stent was implanted at 20 atm which is greater than the rated burst pressure, which the instructions for use warns should not be exceeded. It also outlines to fully cover the entire lesion, allowing for adequate stent coverage into healthy tissue proximal and distal to the lesion. Usage other than the approved labeling may involve risks not described in the labeling. The stent was not post-dilated. The residual stenosis was 0% with no dissection or thrombus. It was indicated that there were no device performance issues. A side-branch occlusion occurred during the procedure. The patient had stable angina during the 30 days follow up. At 26 days later, the patient had unstable angina. The patient also had chronic shortness of breath and the patient had recently been diagnosed with copd and is a smoker. An ECG and angiogram were performed. The patient had a 60-65% stenosis in the proximal lad involving the edge of the previously placed stent. A revascularization of the target lesion was performed with a 3.5 x 15mm xience stent. The 1st diagonal was not treated as it was completely occluded, and the lesion could not be accessed. An abbott bare metal wire was placed in the lad. Attempts made to cross to the lad into the occluded diagonal stent were made without success; subsequent attempts with a whisper wire were also unsuccessful. The patient had recurrent ischemic symptoms lasting 10 minutes or more and recurrent ischemic pain x 20 minutes, unrelieved by ntg. The event was reported to be severe. Managed medically only and resolved without sequelae. There was no evidence for stent thrombosis. The patient had no angina during the 6 months follow up. The cypher stent remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with lot 15073610 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The IFU states that placement of a stent has the potential to compromise side branch patency. This is an inherent risk of the procedure. Pci of lesions located next to a coronary bifurcation are at risk to cause a side branch occlusion. Common techniques to prevent occlusions during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. As reported by the physician, it is suspected that the patient had a myocardial infarction (mi) a few days earlier due to occlusion of the 1st diagonal noncordis stent. Based on the information available there are identified vessel/lesion characteristics and location, procedural factors, along with patient medical history that appear to have contributed to this event. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis and thrombosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are multiple patient and lesion characteristics as well as procedural factors that may have contributed to the event. With review of the available information and the device history record review, there is no indication that the events are related to any device design or manufacturing issues. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Addendum: additional information received on (B)(6) 2012 from the cec adjudication minutes. The committee agreed with the code of arc (peri-procedural pci), (B)(6) 2010. Report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaints received state that this (B)(4) study patient suffered a peri-procedure mi, approximately one month post procedure a non-q wave mi with restenosis, side branch occlusion, and approximately one year post procedure experienced angina then suffered restenosis and thrombosis with mi. This is a (B)(6) male with medical history including mi on (B)(6) 2009, seven pci's (most recent (B)(6) 2010), hypertension, dyslipidemia, stroke, mi x at dates unknown, diabetes, pvd and smoking. The indication for the procedure was angina with a 70% restenotic lesion in the proximal lad. In (B)(6) 2010, the index procedure was performed. Prior to the index procedure, stenting of the left external iliac artery was successfully completed for claudication and access for heart catheterization. During the index procedure, successful single stent placement in the proximal lad was completed, followed by post-dilation. However, a diagonal side branch was occluded during treatment. Treatment of the diagonal was not successful. The core lab reported a 20% residual stenosis, no dissection and timi 3 flow post procedure. Pre-procedure the ck was 29, the ckmb was 2.6 and the troponin was 0.02. Post procedure, the ck was 30, the ckmb was 3.9 and the troponin was 0.12. The next enzymes drawn were: ck 42, ckmb 6.0 and troponin was 0.16. This enzyme elevation event has been deemed by the (B)(4) committee to be an arc (peri-procedural pci) thus the file was coded for mi. The ECG core lab reported persistent age indeterminate / old inferior st-t depression, persistent age indeterminate / old anterior st-t depression and no new q waves. The post procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. In (B)(6) 2010, the patient presented to an out-lying facility with recurrent chest pain and was transferred to the index site. The first enzymes were as follows: troponin 1.05, no ck or ckmb were drawn. Later, the troponin was 1.25, again no ck or ckmb were drawn. The next day, the troponin was 1.87. Later, the ck was 60, the ckmb was 4.7 and the troponin was 0.72. The core ECG lab reported no new st-t abnormalities and no new q waves. The site reported and event on a non-q wave mi in the presence of recurrent chest pain. There was no evidence of thrombosis. Angiography revealed a 50% margin in-stent restenosis without thrombus and timi 3 flow. The site also reported that the diagonal stent, open during the index procedure, was occluded. A non-cordis des was successfully used to treat the instent restenosis. The diagonal was left occluded due to device failure to cross. In (B)(6) 2011, the patient again experienced chest pain. The ECG done showed st-t changes. Initially, the troponin was 0.08; the ck and ckmb were not tested. Later, the ck was 1017, the ckmb was 121.8 and the troponin was 6.98. The following day the troponin was 24.77. The core ECG lab reported persistent acute / recent t wave inversion and new anterior q wave, noting; new q waves in leads v3-4 reflect a change in lead position with inadequate tracing quality due to variation in precordial lead placement reported. Emergent catheterization was done secondary to the stemi. The patient returned to the angiography suite, where an almost subtotal 99% stenosis with clots was revealed. The core lab reported a 74% instent restenosis without thrombus and timi 3 flow in the target lesion. The following comment was noted; "focal intra-stent restenosis within stented segment. Target lesion revascularization performed." Angiosculpt poba was successfully performed. The patient was discharged on dual anti-platelet therapy. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15073610 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, diabetes and smoking. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The patient was maintained on an asa and plavix regimen as per the IFU. Review of the information suggests that vessel, lesion and patient factors may have contributed to the reported events.